Event description:
It was reported that the ventilator had an issue with maintaining set positive end expiratory pressure (peep) value. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The device was not generating sufficient peep and failed the pressure transducer test during the pre-use check (puc). Our field service engineer investigated the unit on-site and confirmed the reported issue. After replacing the pressure transducer printed circuit board (pcb), the pressure transducer test failure was resolved, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the failed pressure transducer test during the puc and the peep low alarm. The pressure transducer pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the puc. After passing puc, ventilation was performed successfully for 72 hours without generating any alarms or errors. After ventilation, several pucs were performed and all of them passed. The zero pressure voltage was measured on the returned pressure transducer pcb and revealed no significant offset drift. When measuring the wheatstone bridge, no significant imbalance was found. Microscope investigation reveals no particle nor other defect on sensor membrane. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. High priority alarms will be activated if the failure occurs during ventilation. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced pcb was faulty.